Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Legal counsel further reported a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03484/ -03485).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 5 MDR's filed for the same event (reference 1825034-2014-03484/-03485 & 2015-00948/-00949/-00950).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Legal counsel further reported a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a left hip revision on (B)(6) 2010 due to instability. Operative report noted the presence of a seroma which was debrided. The acetabular cup and stem were well fixed. The modular head and taper adapter were removed and replaced with a head and longer taper adapter. Operative report noted patient underwent a second revision on (B)(6) 2011 due to pain with iliopsoas disease and elevated metal ion levels. Operative report noted the presence of a fluid pocket, detached external rotators and posterior structures and with no evidence of infection. The modular head, taper adapter and acetabular cup were removed and replaced. Operative report noted patient underwent a third left hip revision on (B)(6) 2011 due to dislocation. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular cup and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.